Event description:
Received medwatch 3500a from FDA reporting the breakage of a drill bit used in a case at (B)(6) hospital. Report says that the drill bit broken in two pieces during use. The broken portion was removed from the bone. X-ray taken at the end of the case was negative for retained foreign body. As a report was recieved from FDA we are reporting this report. No adverse patient outcome was reported to have occurred as a result of this malfunction.

Manufacturer narrative:
Device was not returned for evaluation. We have requested the device and additional information but it is not clear at this time if it is available for evaluation. If the device is returned a follow up report will be filed. Age and condition of the device is unknown. No conclusions can be made at this time. (B)(4).